Event description:
Anchor hook broke and no longer holds the strap. No injury. The reporter has been contacted for further detail however to date no information has been received. Please note any more information that is received will be filed in a follow up report. It was identified the complaint is regarding a manual wheelchair.